Event description:
A customer reported via phone call indicating that they experienced high blood glucose levels. The customers never provided the value of their blood glucose levels. The customer stated that their insulin pump works fine until it is attached to her. The customer declined troubleshooting and stated that they would go to the hospital if they welt worse. The customer wanted to upgrade their insulin pump. The customer was transferred to representatives who assisted them with the upgrade process. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.